Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump inappropriately suspended. The patient's sensor glucose was 2.2 mmol/l, but a half hour later they checked their blood glucose and it was 6.7 mmol/l. Troubleshooting was declined for the sensor inaccuracy. The customer was advised to monitor the sensor and call back if the faulty sensor readings continued. The sensor will be returned for analysis and a replacement sensor was shipped to the customer.